Event description:
It was reported to the manufacturer that the vns pt's device systems diagnostics resulted in high lead impedance during an office visit. There was no reported pt manipulation or trauma to the device site. The pt's device was not programmed off per physician's discretion. Pt is scheduled for revision. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.